Event description:
A malfunction alarm was reported during the loading process with the pump, which was still under warranty. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer reverted to multiple daily injections (mdi) as a backup therapy to ensure insulin delivery was not interrupted. Tandem technical support confirmed the shipping address, instructed the customer on putting the pump in storage mode, and arranged for the pump to be replaced. The customer was advised to return the problematic pump with a pre-paid label within ten days, which was understood and acknowledged.